Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024 and completed antibiotic therapy on (B)(6) 2024. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 4,590 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) /2024, and the patient¿s antibiotics were completed on (B)(6) 2024. The pdrn attributed causality to a touch contamination event during a recent vacation, as the patient admittedly did not perform hand hygiene or wear a mask during initiation and termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd utilizing the same liberty select cycler and has recovered from the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event during a recent vacation, as the patient admittedly did not perform hand hygiene or wearing a mask during initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (e.g., elevated cell count, abdominal pain) are used to identify the infection. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6)2024 and completed antibiotic therapy on (B)(6)2024. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 4,590 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6)2024, and the patient¿s antibiotics were completed on (B)(6)2024. The pdrn attributed causality to a touch contamination event during a recent vacation, as the patient admittedly did not perform hand hygiene or wear a mask during initiation and termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd utilizing the same liberty select cycler and has recovered from the serious adverse events.